Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic. Interrogation showed the patient's right atrial lead capture threshold was high. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.